Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: on investigation, the pump powered up to the verify screen with auditory and vibratory features. A battery compartment crack was found below the grip pad. The bolus button cover was torn and the button was hard to push. Removal of the bolus button cover found contamination on the button contact plate.

Event description:
The pump was returned for investigation. Investigation found that the bolus button was damaged and the battery compartment was cracked. This report is made based on the results of investigation completed on 08/10/2015.